Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead was cleanly cut by a surgical tool during the explant procedure. X-ray inspection did not find wire breakages on the pieces. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all testing. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. The associated lead exhibited explant damages and was not used during the failure analysis of the ipg. Sc-4316 (ln 17734874) device evaluation indicated that device had no anomalies found. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The source of the complaint was not determined.

Event description:
A report was received that the patient had intermittent irritation at the midline incision site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17734874, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had intermittent irritation at the midline incision site. The patient underwent an explant procedure.